Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss and no a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 490 mg/dl. Customer also reported that the insulin pump had unexpected restart. A cold reset was performed. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer states the battery cap is not loose, cracked or damaged. Customer stated that this was the second occurrence of off no power without a low battery warning. The device will be returned for analysis.